Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as the display wire was found to be pinched with exposed bare wire. It was also noted that the output connector assembly was broken. The hanger assembly was broken. The lower case was broken and one case screw had contamination. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.